Event description:
Caller reported a rapid decrease in battery charge that led to an unexpected shutdown of the device. There was no specific information provided regarding the impact on the customer's blood glucose level. Technical support educated the caller on the necessary steps, including resetting certain settings and manually restarting the cgm sessions, and the caller acknowledged this guidance. Additionally, the caller was able to upload pump logs for further evaluation, and technical support planned to follow up.